Manufacturer narrative:
Investigation summary: two photos were provided. One photo shows the packaging top web. The other photo shows a hand with a syringe having the top web next to it. The syringe has a solution in it, it has a black tip cap; inside the syringe with the solution there is a metal nut. It could have happened that after the barrel was molded and the scale printed and before the rubber stopper-plunger rod were assembled a metal nut fell off from the equipment falling into the syringe and not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 7608 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. It could have happened that after the barrel was molded and the scale printed and before the rubber stopper-plunger rod were assembled a metal nut fell off from the equipment falling into the syringe and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that a "nut" was found inside the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "there was a nut inside one of our 50ml syringes."